Manufacturer narrative:
D4. Catalog, serial and primary UDI number.

Manufacturer narrative:
Hemolysis/mechanical interaction with blood: the cause of the issue was not established as no product or logs were returned and limited clinical information was provided.

Manufacturer narrative:
A4 is unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An impella cp was inserted via the femoral artery to support the 72 year old female who had been admitted in with indication of acute myocardial infarction and cardiogenic shock, presenting in scai stage e when the cp was implanted. Prior to the cp placement the patient was on a vent for respiratory needs, but further medical history was not shared. The pump was supporting the patient in the ICU when on the day after implant the team observed hemolysis. There was no plan to revise the pump positioning as the team was making decision to escalate to the impella 5.5 for more hemodynamic support in the coming days. This did not take place. The pump is still on support despite the hemolysis concerns, now on day 6 of the cp support. Hemolysis may be influenced by patient-specific factors such as critical illness, underlying cardiac dysfunction, hemodynamic instability, renal function, anticoagulation status, and potential device position.